Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from 1 year of longevity remaining to elective replacement indicator (eri) status in a span of four months. Additionally, charge times were noted to have increased. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from 1 year of longevity remaining to elective replacement indicator (eri) status in a span of four months. Additionally, charge times were noted to have increased. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from 1 year of longevity remaining to elective replacement indicator (eri) status in a span of four months. Additionally, charge times were noted to have increased. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.